Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
The patient was implanted on (B)(6) 2016, and kept under observation at the hospital for 10 days. On (B)(6) the patient was re-admitted with complaints of high fever, and then again on (B)(6) with also recurrent vomiting. On (B)(6) the patient had seizures and was shifted to the ICU. The patient expired on (B)(6) and was then explanted of the device. According to the surgeon, the death of the patient happened only due his medical and clinical conditions and not because of the implant. Meningoencephalitis or cerebrovascular accident are considered as the most probable cause. A csf culture is being performed. It was also reported that the patient was vaccinated against meningitis and no anatomical alteration or difficulty was observed during implantation surgery.

Manufacturer narrative:
According to the information received, the reported problem was most likely due to a device unrelated medical issue. In the present case, it was in fact reported that vesicles developed on patient's forehead and soon after the patient presented symptoms that were suggestive of acute encephalitis, in the absence of meningeal signs, resulting in an intracranial pressure rise. The latter was reportedly the cause of death. Due to the lack of information it is not possible to establish the exact type of pathogen. However, the location of the vesicular eruptions and their timely appearance are suggestive for the reactivation of a cutaneous herpes infection leading to the reported acute encephalitis. Surgical stress and trauma, as well as corticosteroid use, might have facilitated virus reactivation in the postoperative period. A device contribution to such an event was also excluded by the clinic. This is a final report.

Event description:
The patient was implanted on (B)(6) 2016, and kept under observation at the hospital for 10 days. On (B)(6), the patient was re-admitted with complaints of high fever, and then again on (B)(6), with also recurrent vomiting. On (B)(6), the patient had seizures and was shifted to the ICU. The patient expired on (B)(6), and was then explanted of the device. According to the surgeon, the death of the patient happened only due his medical and clinical conditions and not because of the implant.

Manufacturer narrative:
The device investigation did not reveal any device or malfunction, which is expected to have been present whilst implanted. According to the information received, the reported problem was most likely due to a device unrelated medical issue. In the present case, it was in fact reported that vesicles developed on patient's forehead and soon after the patient presented symptoms that were suggestive of acute encephalitis, in the absence of meningeal signs, resulting in an intracranial pressure rise. The latter was reportedly the cause of death. Due to the lack of information it is not possible to establish the exact type of pathogen. However, the location of the vesicular eruptions and their timely appearance are suggestive for the reactivation of a cutaneous herpes infection leading to the reported acute encephalitis. Surgical stress and trauma, as well as corticosteroid use, might have facilitated virus reactivation in the postoperative period. A device contribution to such an event was also excluded by the clinic. This is a final report.

Event description:
The patient was implanted on (B)(6) 2016, and kept under observation at the hospital for 10 days. On (B)(6), the patient was re-admitted with complaints of high fever, and then again on (B)(6), with also recurrent vomiting. On (B)(6), the patient had seizures and was shifted to the ICU. The patient expired on (B)(6), and was then explanted of the device. According to the surgeon, the death of the patient happened only due his medical and clinical conditions and not because of the implant.